Event description:
It was reported "ems department has advised that they had an io needle stylet removal failure. The needle was able to be drilled into the bone, but when the provider went to remove the actual needle, it was stuck. Once the stylet was removed, everything functioned properly."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 125016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "ems department has advised that they had an io needle stylet removal failure. The needle was able to be drilled into the bone, but when the provider went to remove the actual needle, it was stuck. Once the stylet was removed, everything functioned properly."